Event description:
Symptoms: arthralgia, sharp knee pain, knee swelling, dosing: inject syringe intraarticular once. Dose or amount: 6ml. Frequency: once. Dates of use: (B)(6) 2010. Diagnosis for use: degenerative joint disease (right knee).